Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: fold creases, void >1 mm in non-textured, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade unknown, and voluntary recall. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side "rupture", "capsular contracture baker grade unknown and voluntary recall." Device has been explanted.